Event description:
It was reported that the cylinders with rtes, pump, and 2 flat reservoirs of this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was noted that cylinder 1, 2, reservoir 1,2 and pump did not pass microscope examination; cylinder 1 and reservoir 1 did not pass leakage examination.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent thorough analysis. The pump was microscopically inspected, leak and functionality tested. No leaks were identified, and the functionality is correct. Microscope examination revealed that the pump kink resistant tubing (krt) was worn to the filament. The reservoirs were microscopically inspected and tested for leaks. Microscope examination revealed that the first reservoir had a hole from sharp instrument damage and had a leak at the same hole, while the second reservoir had wear at many folds in reservoir shield. No leaks were identified in the second reservoir. The cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder. The first cylinder krt was worn to the filament and had wear at fold in the proximal end, middle and distal end of the cylinder. Leakage test revealed that the first cylinder had a leak from krt wear in the proximal end of the cylinder. Microscope examination revealed that the second cylinder had wear on the outer tube from krt in the proximal end of the cylinder and also had wear at fold in the proximal end, middle, and distal end of the cylinder. No leaks were identified. Based on the information available and analysis results, the failed first cylinder leakage test identified could have caused or contributed to the device being removed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.